Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing issues with the pump's battery depletion and that multiple, intermittent alarms occurred that declared an insulin blockage. There was no reported adverse impact to the customer. The customer declined follow up contact from tandem technical support, therefore no additional information or clarification could be obtained.